Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 300 mg/dl. The customer had not treated at the time of the call due to being in traffic. The insulin pump had not been dropped or bumped and the drive support cap appeared normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.